Manufacturer narrative:
FDA device problem code(s): 2944, FDA patient problem code(s): 2645. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced foreign matter in tube; biological and non-biological during use. The following information was provided by the initial reporter: the customer stated : ¿when using the tube, it found that foreign matter was in the tube.